Event description:
It was reported that the customer has low blood glucose and was very confused. The customer stated that he was told in the hospital that he should not be using insulin at all. Instructed the customer to check the blood glucose, go to the emergency room, and how to suspend the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.